Manufacturer narrative:
Additional device code: hsb. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent implant procedure on an unknown date. The patient subsequently developed a non-union. On (B)(6) 2018, the patient underwent a hardware removal of a titanium humeral nail expert and a titanium locking screw. During the surgery, surgeon removed the nail and one of the screws. The procedure was completed successfully. There was no surgical delay. Patient outcome is unknown. This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 44mm for im nails. This is report 2 of 2 for (B)(4)